Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 277 mg/dl. The customer's father stated that prior to the event, the customer had exhibited symptoms such as chills, body aches, nausea, and abdominal cramps. The customer's father also stated that the last set change was one day before the event and that they do a set change every 4 days. The importance of changing infusion sets every 3 days was stressed to the customer's father. The customer's father further stated that the customer does not correct for high blood glucose readings at work because the customer only does blood glucose readings at home. Programming was correct, but the basal totals were off because insulin pump had been suspended twice. Troubleshooting was performed and the insulin pump passed the fixed prime and high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.